Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd ms3 pump was alarming "blockage detected". The patient had to change the cartridge because of this and she also thought the tubing was kinked. There was no patient injury.